Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy with culdoplasty, anterior and posterior colpoperineorrhaphy, and suburethral sling due to pelvic relaxation, stress urinary incontinence, and rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy with culdoplasty. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and vaginal scarring. It was reported that patient underwent sling revision and excision of eroded mesh on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent sling revision and excision of eroded mesh on (B)(6) 2011, due to mesh erosion. No additional information was provided.